Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient seen in follow up clinic by surgeon, unable to flex the knee beyond 90 degrees, decision made to list patient for urgent mua.